Event description:
During the evaluation of a returned homechoice device, a system error (se) 2240 (air in line) was identified in the log , which indictaed a potential malfunction of the disposable cassette. The se occurred on (B)(6) 2013 at 07:45:04. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). During the evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.